Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient presented with high impedance and has been referred for a revision surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently did not note that the patient underwent a full revision d6b if explanted, give date (mo/day/yr), corrected data: initial report inadvertently did not provide the explant date f10 adverse event problem, corrected data: initial report inadvertently listed code 'f26' instead of 'f1905' for the impact code h6 adverse event problem, corrected data: initial report inadvertently listed code 'b20' instead of 'b18' for type of investigation.

Event description:
Additional information was received noting the patient underwent a full revision due to the reported high impedance. The suspect device was discarded. No other relevant information has been received to date.